Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable defibrillation lead exhibited no capture at high outputs. The physician suspected that the lead had perforated the myocardium, however, the lead was noted to be in the same position as implant. Sensing and impedance measurements were noted to be stable and acceptable. An invasive procedure was performed. The lead was successfully explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead was returned with the connector tool not seated properly on the lead, with the fixation knob engaged, a set screw mark was noted on the lead terminal pin, dried blood/body fluid was noted in the helix housing and the distal end of the proximal spring electrode was separated from the lead body insulation. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the separation. The lead passed the guidewire and helix mechanism testing. Analysis did not confirm the reported clinical observations.